Event description:
On (B)(6) 2014, our firm spoke with a pt that advised that he/she experienced pain while wearing the oasys contact lens in od. "On (B)(6) 2014, the pt wore fresh new acuvue oasys lens in od without issue. On (B)(6) 2014, the pt consulted an exp (eye care professional) to purchase acuvue oasys lenses. On the night of (B)(6)2014, the pt developed pain od while wearing the contact lens (cl), which persisted even after cl removal. On (B)(6)2014, the pt was seen at an eye clinic. The pt was diagnosed with keratitis od. The pt was instructed to discontinue cl wear for about a month and to return for follow up. The pt was prescribed gatiflo eye drops and tarivid eye ointment. On (B)(6) 2014, the pt returned to the clinic. The pt was told that the staining got a little smaller. The pt was instructed to discontinue cl wear for about a month and to return for follow up. The pt was given no prescription medications. The pt still has pain od. The pt will return to the clinic on (B)(6) 2014." Add'l info was requested from the pt's treating ecp.

Manufacturer narrative:
A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. Device labeling: single use or reuse.